Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a device follow up. Upon review of the electrograms it was noted that right ventricular lead exhibited far p-wave oversensing. The patient did not receive therapy during the event. Lead dislodgement was suspected. Lead revision was discussed. No intervention was performed. The patient was stable throughout the event.

Event description:
New information noted that the lead was explanted on (B)(6) 2018. The patient was stable before and after procedure.